Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a moderately calcified anterior tibial artery. During the procedure the emboshield nav6 embolic protection system (eps) had to be removed as a one unit with the diamondback exchangeable and viperwire due to diamondback becoming stuck onto the viperwire. There was no issue with the emboshield nav6. There was no adverse patient effects and no clinically significant delay in the procedure. However, the eps did return stuck on the oad device. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulty removing was not tested as only the filtration element was returned and the difficulty was the result of procedural difficulties. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported event description and evaluation of the returned unit, the reported difficulty removing appears to be due to circumstances of the procedure. It is likely that the difficulty was a result of the diamondback atherectomy system becoming stuck onto the viper wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.